Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the pump failed". Reportedly, the customer has reverted to using tresiba for insulin therapy. The customer declined to provide any additional information.